Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient reused an extension line after cleaning with saline. It was further reported that the patient noted cloudy pd fluid within 24 hours but ignored it. The peritonitis was manifested by abdominal pain. The same day as reuse, the patient began treatment with vancomycin (for 2 days) and ciprofloxacin (ongoing). Seven days after the reuse, the patient was hospitalized for peritonitis. Action with pd therapy was not reported. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up it was reported the peritonitis was manifested by abdominal pain and cloudy effluent. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis therapy. At the time of this report, the cloudy fluid was resolving and the peritonitis and abdominal pain outcomes were unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Reuse of a single-use sterile medical device involves breach of sterility. As per the apd patient-at-home guide, the pd users should employ aseptic precautions when handling sterile disposable devices, which includes not reusing single-use products. Product labelling of the extension set indicates that the set should not be reused. The most likely cause of the condition is due to reuse of the patient line extension set. Should additional relevant information become available, a supplemental report will be submitted.